Event description:
It was reported, that the cassette was not attaching. There was unknown patient involvement. And unknown harm/adverse event was reported.

Manufacturer narrative:
B3: unknown event date: no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a bubbled downstream occlusion seal and scratched lens. Review of the event history log (ehl) showed multiple cassette not attached properly alarms. A functional test was performed and the reported issue was not duplicated. The probable cause of the reported issue was due to a degraded downstream sensor and seal. As a result, the downstream sensor and seal were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.